Manufacturer narrative:
The exact event date was not available, therefore the date 01/22/2024 was used as estimate.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis replacement surgery due to unspecified reasons. No additional information was reported.